Event description:
As reported by the user facility ((B)(6)): over infusion/free flow. Fluid is still running when the pump is stopped. And it seems that the infusion is too fast. The rate was set to 62ml/h and the bag with 1000ml was infused on 5 hours, means at a rate of 200ml/h. Reference MFR # 9610825-2014-00213.